Manufacturer narrative:
(B)(4). All available information indicates that the right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information was unable to be obtained. Additional information was received from the field representative that this is a chronic issue and planned to continue normal follow-ups. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.